Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the interconnect cable. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that there was no fluoro associated with the cardiac system. There was no report of pt injury.